Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the stretchy silicone sleeve completely detached from the gray ring of the seal cap assembly device? Yes. Or was the silicone sleeve only partially torn away from the gray ring on the seal cap assembly device? Yes.

Event description:
It was reported that, device breakage. Opened the packing, before used on the patient, the seal was broken as the pictures show. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2017. D4: batch # n9329d. Device analysis: the analysis results found that the iris seal of the hap02 device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and identified a holes or tears defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.